Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had high thresholds. Follow up indicated that the lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.